Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable snare was used during a polypectomy procedure within the colon in 2009. According to the complainant, during the procedure, the electrical connector on the snare was loose and the nurse used her left hand to stabilize it. However, during use, the snare sparked; the nurse suffered a minor burn on her left ring finger. The procedure was completed with this rotatable snare. Examination of the device post-procedure revealed that there were burn markers 3-4 cm from the proximal end of the device. The medical engineering team measured the electrical resistance of the handle cannula and noted that it seemed as if it was not properly isolated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Furthermore, the injury to the nurse was noted to be minor, and that she was fine.